Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Event description:
Customer reported that the insulin pump alarmed motor error multiple times. The first time it was during prime. Customer was able to clear the alarm and performed rewind and prime. After a while the motor error alarm occurred again for several times. Device was not exposed to a magnetic field. Customer is unsure if the insulin pump has been dropped, bumped or exposed to moisture. Customer does use the sensor feature. It was stated that the reservoir compartment is cracked, the case is cracked above the display and the display is scratched. Blood glucose value is 13.4 mmol/l. Nothing further reported.

Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.